Event description:
On 06/22/2009, the patient reported his insulin infusion device has displayed the a2 (low battery) alert before he receives the e2 (battery depleted) only twice out of the last 5 times. To troubleshoot, the patient reviewed his alarm history which showed that on (B)(6)/2009, he received an a2 at 4:30pm and an e2 at 8:30pm. On (B)(6)/2009 and on (B)(6)/2009, his device did not display an a2 before he received an e2. He stated, he tried using the battery that came with his backup infusion device but the concern persisted. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.